Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was used during a stent placement procedure performed on an unknown date. According to the complainant, during the procedure, while the stent was being deployed, the delivery catheter bowed. The physician was able to completely deployed the stent but it was deployed in the unintended location. The physician reposition the stent using a balloon. There were no patient complications reported as a result of this event.